Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered for date of event is the case awareness date. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading on their adc blood glucose meter. Customer reported receiving a reading of 20 mg/dl compared to a lab result of 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint. It has been determined that there was no indication that the product did not meet specification. The useful life of the precision xceed meter is 5 years. As the manufacturing date of this product is april 25, 2007, it has been in distribution beyond its useful life as of the case awareness date of (B)(6) 2017. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. Therefore, no further investigation activities are required for the precision xceed meter. A DHR (device history review) for the precision strips was reviewed, and the dhrs showed the precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of november 31, 2017, retain testing could not be performed. A tripped trend review was completed for the reported complaint and precision test strips and no trips were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a low reading on their adc blood glucose meter. Customer reported receiving a reading of 20 mg/dl compared to a lab result of 180 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.